Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and an absorbable hemostatic agent was used. When the nurse opened the foil she noted a pin hole in the package. The product was not used on the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. There is a hole in the foil pouch that appears to be created by the lateral movement of an object against the top of the foil pouch. The object or force used to create the hole in the foil pouch cannot be determined. The root cause cannot be determined.